Event description:
Boston scientific received information that the patient's mother reported drainage from the device pocket. The patient was seen in the clinic three days later and admitted to the hospital for intravenous antibiotics, then discharged on oral antibiotics. The patient was later seen in the clinic and appeared to be doing better. The device and electrode remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.